Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Looks like the top half broke off. Is it still inside - vagina [foreign body in reproductive tract]. Took out my tampon and it looks like the top half broke off [complication of device removal]. Top half broke off - tampon [device breakage]. Case description: consumer reported via social media that the top half of the tampon broke off. No serious injury was reported.